Manufacturer narrative:
An event of right bundle branch block with left anterior and left ventricular fascicular block after one day of device implant was reported. Also reported that the patient had an electrophysiology consult and the decision was made to implant a dual chamber permanent pacemaker. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There was no allegation of malfunction against the abbott devices or procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that during device preparation it was noted that a retainer tab was outside the retainer receptacle. During loading, there were no issues leading the retainer tabs into the retainer receptacle. There was no mishandling or damage done to the initial 29mm navitor vision valve or large navitor loading system during device preparation. There was an increase in drag noted on the deployment/re-sheath wheel during loading. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule and positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The length of the membranous septum was 7.5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There is no allegation of malfunction against the abbott devices or procedure. The patient was stable and discharged at the time of report.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a large navitor loading system was selected for an implant procedure of a 29mm navitor vision valve. It was noted during device preparation that there was improper loading of the valve for unknown reasons. The retainer tabs of the valve were not visible under fluoroscopy due to the improper loading. The valve was never inserted into the patient. The decision was made to replace the large navitor loading system and 29mm navitor vision valve for others of the same size. It was noted via electrocardiogram, during deployment of the replacement valve, that the patient developed a third degree heart block. The replacement 29mm navitor vision valve was successfully implanted. The final non-coronary cusp implant depth is 5.9mm. On (B)(6) 2024, an electrocardiogram noted that the right bundle branch block with left anterior and left ventricular fascicular block did not resolve. The patient had an electrophysiology consult and the decision was made to implant a dual chamber permanent.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.